Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade IV. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification e1 (physician phone no.): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "pain, deformation, capsular contracture baker grade IV" via magnetic resonance imaging (MRI). This record is for the left side. Device explanted and replaced by non-allergan devices.